Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." Date of birth - 1948 month and date unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Additional device information - the product reported on the initial medwatch (part 195404, lot 575580) is not distributed in the united states..

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the root cause of the event was possibly due to improper bone cement preparation; however, the exact root cause could not be determined.

Manufacturer narrative:
This follow-up report is being filed to report corrected and additional information, which was unknown at the time of the initial medwatch there are warnings in the package insert that state that this type of event can occur: under possible adverse effects:" loosening, of the implants can occur due to loss of fixation, non-union, bone resorption¿ and ¿muscle and fibrous tissue laxity or excessive activity can also contribute to these conditions.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014- 07989 and 1825034-2015- 00530). Corrected data: additional device information - the product reported on the initial medwatch (part 195404, lot 575580) is approved for use and distributed in the united states.

Event description:
It was reported a patient enrolled in a clinical study underwent right total knee arthroplasty on (B)(6) 2013. Subsequently, the patient underwent a revision procedure on (B)(6) 2015 due to pain and effusion. During the procedure it was noted that the tibial component was loose and there was significant fibrous tissue below the cement mantel into the bone and particularly on the medial side consistent with micro motion and loosening.

Event description:
It was reported a patient enrolled in a clinical study underwent right total knee arthroplasty on (B)(6) 2013. Subsequently, patient experienced pain and effusion. No revision procedure has been reported.

Manufacturer narrative:
This follow-up report is being filed to correct relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported a patient enrolled in a clinical study underwent right total knee arthroplasty on (B)(6) 2013. Subsequently, the patient underwent a revision procedure on (B)(6) 2015 due to pain and effusion. During the procedure it was noted that the tibial component was loose and there was significant fibrous tissue below the cement mantel into the bone and particularly on the medial side consistent with micro motion and loosening. Additional information received reported the patient was revised on (B)(6) 2015 due to pain, swelling, tibial component loosening, micromotion, and dysfunction. The tibial component, bearing, and femoral component were removed and replaced.